Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events failure to sense and failure to capture were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality, and capture test performed under nominal conditions found normal capture parameters. Sensitivity test was performed at nominal settings and the device was able to sense within the product specification. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2023-50633.it was reported that during unrelated procedure, it was noted that the pacemaker and right ventricular (rv) lead were exhibiting failure to capture and failure to sense. On (B)(6) 2023 the pacemaker was explanted and the rv lead was capped and new pacemaker and rv lead were implanted. The patient was in stable condition.